Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Attempts to obtain additional information were unsuccessful. Without return of the device or additional information the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported through european congress "transcatheter valve-in-valve (viv) implantation experience in 5 different catheter valves in three different bioprostheses."the author presented a retrospective study from 2009 to september 2014. Six hundred forty two (642) tavi procedures were performed during the time period, in which 31 were viv representing 5% of total cases. The three bioprostheses were: mitroflow (n=24) , perimount magna (n=6) ) and cryolife o¿brian (n=1). Related to this congress´ presentation the article "single institution experience with transcatheter valve-in-valve implantation emphasizing strategies for coronary protection" author: daniele camboni, et al. Published on ann thorac surg 2015:99:1532-8. There were 3 valve sizes involved in these 6 valve in valve, 21, 23 and 25. In this case a 25mm bioprosthetic valve implanted in the patient required a valve in valve with a 26mm competitors valve. As confirmed the valves described in this article were implanted 8-12 years before, in addition some of these patients had renal insufficiency. There were no reported complications.